Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-07746 and 2134265-2017-07745. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the procedure, the physician performed an automatic pullback test outside the patient's body, however, the opticross¿ would not pull back. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end and a kink in the sheath assembly from femoral marker to the distal end. It was observed that the catheter flushed normally, however, the telescope assembly was not able to properly pull back, advance, and retract, due to the observed kink in the telescope. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-07746 and 2134265-2017-07745. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the procedure, the physician performed an automatic pullback test outside the patient's body, however, the opticross¿ would not pull back. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.